Event description:
This system was removed due to twiddler's syndrome. There is no indication that this system has been replaced yet. The hospital retained the devices. Should more info become available, this report will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, electrical and mechanical inspection. The proximal shock coil was found deformed and the welding points of the corresponding conductor cable were torn-off. Furthermore, the crimp sleeves of the conductor wires to the rv and svc shock coils were found ripped from the insulation. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. During further inspection, the inner coil was found bent at approx. 15 cm distal to the is-1 connector pin, most likely as a result of the twiddler's syndrome mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.